Event description:
The lay user/patient contacted lfs alleging inaccurate high readings on her one touch vita meter. A medical surveillance specialist (mss) sent follow up questions to the lfs representative in france and they were unable to get in contact with the patient to obtain further clinical information. On (B) (6), 2010, at 7:30am, after testing the meter, the patient developed symptoms of feeling sweaty and dizzy four hours later. It is unknown what the patient's blood glucose reading was at the time of the event and whether the patient had taken her insulin after testing on her meter, the patient was taken to the ER and was treated with food/juice and was admitted in the hospital. While her stay in the hospital at 11:30am, a meter to lab test was done and results were taken less than 10 minutes from one another. The patient obtained a 295 mg/dl on the vita meter and a 224 mg/dl in the lab. The meter to lab results are greater than 20 mg/dl (1.11 mmol/l) or 20%. The test strips were in good condition and not expired. The test strips vial was not cracked or broken. The technique of applying blood on the test strips was correct. No further clinical information was provided. It would have been helpful to know the patient's blood glucose reading the morning of (B) (4), 2010, her diabetes regimen and whether or not she had taken her insulin at the time of testing in the morning. It would have also been helpful to know how long symptoms lasted and whether the patient attempted to test her blood glucose at the time of exhibiting symptoms. Products were replaced. The complaint is being reported since the patient alleged that due to the high results on her meter, she alter developed symptoms of low blood glucose and had to be admitted in the hospital and was treated by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.